Event description:
It was reported the patient was not feeling well and there was a question regarding atrial pacing during mode switch for atrial flutter. Follow up with the physician's office disclosed the patient was in atrial flutter and had a successful cardioversion. The patient is now in paced rhythm. It was reported the device is nearing elective replacement. There was no device reprogramming and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.